Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 400 mg/dl. The customer's nurse stated that the display was so heavily scratched that it was difficult to read the screen. Nothing further was reported.